Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module over infused. There was patient involvement but no harm.

Event description:
It was reported that the pump module was programmed to delivered insulin at the rate of 4.9ml/hr vtbi entered at 70ml. Bag volume was estimated to be ~80ml when patient arrived from ed, vtbi was entered as a lower volume than what was actually in the bag so that the pump would alarm early enough to give the rn time to grab a new bag. Full bag was infused in less than 5-10 mins (~80ml). Nurses were alerted that the bag was infused because the pump alarmed with ¿air-in-line.¿ volume was entered in as less than the volume so that the line would not run dry. This means the rate and the vtbi was not infusing correctly. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.